Event description:
During routine testing of the device at the service center, the service repair technician reported the he heard loose item(s) inside of console prior to disassembly. Upon removing sub-assemblies to gain access to motor speed potentiometer, he found that the large capacitor mounting clip was broken. There was no pt involvement. Investigation in process, but not yet completed.

Manufacturer narrative:
Evaluation is progress, but not yet concluded.